Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." In (B)(6) 2012. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), skin disorder ("rashes or skin conditions type: skin") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain, dysmenorrhoea, ovarian cyst, skin disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst, pelvic pain, skin disorder and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded) right side was inconclusive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events dysmenorrhea (cramping), vaginal pain, ovarian cyst, nickel allergy, rashes or skin conditions type: skin, dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s) were added. Event injury updated to pelvic pain. New reporter, patient information, concomitant drug and lab data were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.